Event description:
I wear a medtronic insulin pump which showed motor error and an insulin delivery problem. It was sent back for replacement. The replacement pump was a problem from the time I put it on. I had blood sugars in the 400's and 500's for 2 days, was throwing up, had diarrhea, could not eat or drink, and dka set in. I was so weak and fell causing a huge hematoma to my right eye. I was hospitalized for 3 days with dka which is life threatening. It turned my high blood sugar into acid and attacked my muscles by breaking them down making me extremely weak and lost 6 pounds in 2 days. I had a problem with 2 successive insulin pumps. One showed motor error and an insulin delivery problem and the second one was not delivering insulin as it should. Problem dates - (B)(6), 2011. Event abated after use stopped: yes.